Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to right ventricular lead noise. The lead was explanted and replaced on 7/13/2018. The patient was stable throughout the procedure.